Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr replaced power supply but problem was not fixed. A replacement main printed circuit board assembly (pcba) has been ordered and upon receipt of the replacement component, the evaluation and repair will be completed. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator alarmed "motor fault", "low ve" and "low pip". At this time, it is unknown if there was patient involvement associated with this reported issue.

Manufacturer narrative:
Device evaluation: the reported complaint was confirmed and duplicated. The software application in memory has been corrupt. This issue will be internally investigated within vyaire.